Event description:
It was reported that the pulse generator could not be interrogated. A software download was attempted, but it failed and the device went into bvvi. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.